Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pt reportedly had an increase in seizure activity. There have been no medication changes. The pt was last seen by neurologist 2 months earlier at which time device diagnostic testing was not performed. There was reportedly no injury or trauma to the neck or chest area that may have contributed to a device malfunction. Review of x-rays revealed that the negative lead pin was not connected to the generator. Revision surgery was performed during which the surgeon noted that the negative lead pin "fell out" of the generator header and that the positive lead pin was halfway out of the generator header. Tissue was noted in the cavity of the header while attempting to reinsert the lead pins. The tissue was cleaned out of the header cavity and lead pins were re-inserted but could not be tightened because the set screws were stripped. The generator was replaced.